Event description:
It was reported that the device displayed channel error. The event occurred in neonatal intensive care unit (nicu). It was reported that the clinician disconnected and reconnected the devices and was able to restart the infusion. This was reported to bd associate during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : returned to manufacturer on, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device displayed channel error. The event occurred in neonatal intensive care unit (nicu). It was reported that the clinician disconnected and reconnected the devices and was able to restart the infusion. This was reported to bd associate during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow-up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.